Event description:
It was stated that the customer was hospitalized for low blood glucose levels. No blood glucose reading was reported. It was stated that the customer had changed the infusion set prior to experiencing the low blood glucose levels. The customer was not connected to the infusion set during the prime or rewind. Troubleshooting was performed, and the insulin pump was programmed correctly. The reservoir volume matched the insulin amount in the reservoir. There were no extra supplies available to perform the displacement test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.